Manufacturer narrative:
The reported event of ventricular undersensing was confirmed through egm review; however, upon analysis the device was found to be normal. The reason for undersensing was due to the patient¿s heart signal intermittently falling below the programmed sensing threshold. The device was above elective replacement indicator (eri) upon receipt. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
During an in clinic follow-up, two ventricular tachycardia episodes were observed with undersensing after defibrillation therapy. Abbott technical support was contacted and undersensing was observed due to the nature of the sensibility algorithm. The device was explanted and replaced due to normal elective replacement indicator. It was recommended for the replacement device to have a low frequency attenuation (lfa) filter available to help with undersensing with the patient's arrhythmia. The patient was stable.